Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that multiple flange(s) of several 10 ml bd posiflush¿ normal saline syringe(s) were damaged. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Ninety six samples were received at the manufacturing plant for evaluation. 96 samples were received. All of them are with the sealed packaging flow wrap. The barrel labels confirms the lot# 7241669. All the samples have barrel flange damaged. A quality engineer investigated all of the samples and determined that there was barrel/flange damage on each sample. There were no qns issued during the production of this batch listed in the complaint. DHR shows all inspections and testing were accepted during the production of this batch. There were zero documented issues during the production run of the reported batch. Based on the results of the investigation the reported issue was verified. A possible root cause was determined to be an issue with the plunger rod labeler equipment. It has been inspected and any necessary adjustments were made to correct the issue.